Event description:
It was reported, that the pump time was incorrect. Cause was unknown. Additionally, it was reported, that the pump was not vibrating when alerts and alarms were declared. And that out of range issues occurred between the transmitter and pump for an unspecified amount of time. With no continuous glucose monitor (cgm) sensor readings. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support. Therefore, no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.